Event description:
Facility reports that while transferring a resident from bed to wheelchair using a golvo mobile lift that the resident fell out of the sling onto the floor. No injuries were reported.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.